Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted to the hospital with complaints of melena. Hemoglobin and hematocrit on admission was 6.8 grams per deciliter and 23.7 grams per deciliter . He was transfused with 2 units of packed red blood cells and was started on a protonix drip. Aspirin and coumadin were placed on hold. Gastrointestinal was consulted and recommended a double balloon enteroscopy. Patient received another unit of packed red blood cells on (B)(6) 2019 and was then transfused with an additional 2 units on (B)(6) 2019 as hemoglobin and hematocrit continued to drop. Double balloon enteroscopy was obtained on (B)(6) 2019 once international normalized ratio became a safe level for the procedure. Patient was given 2 units of fresh frozen plasma prior to the endoscopy. A single bleeding angiodysplastic lesion was found in the duodenum that was treated with argon plasma coagulation. He was restarted on coumadin, but aspirin was discontinued. He had no further bleeding and was discharged on (B)(6) 2019.